Event description:
(B)(4). Same case as 2134265-2012-03356. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction and restenosis. The target lesion was located in the proximal left anterior descending artery with 85% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 16 mm taxus liberte stent. There was incomplete stent expansion in the mid portion which was treated with post dilatation using a 3.0 x 12 mm quantum maverick balloon. Following post dilatation, residual stenosis was 0 %. In addition a long non target lesion located in proximal right coronary artery extending to mid right coronary artery and was treated with pre-dilation and placement of 2.5 x 20 mm taxus drug eluting stent. The patient was discharged on aspirin and clopidogrel in (B)(6) 2012; the patient presented with chest pain and was subsequently hospitalized with diagnosis of unstable angina. The 40 - 50 % isr of study stent in the prox lad was treated with placement of a 2.5 x 8 mm ion stent and post dilated with 3.0 x 6 mm noncompliant balloon. Excellent angiographic results were achieved. The diffusely diseased lad after anastomosis of the svg to mid lad treated with pre-dilatation and placement of three overlapping stents (2.5 x 12mm distally followed by 2.5 x 32 mm followed by 2.5 x 16 mm in most proximal segment) from the distal lad extending up to the mid lad. Excellent angiographic results were achieved. The event was considered as resolved without residual effects. Six days later; the patient presented with abdominal pain and worsening of shortness of breath and was hospitalized in an outlying hospital on same day. The patient as diagnosed with nstemi and transferred to the treating hospital. Cardiac catheterization was recommended. As per angiography report, the patient had two vessel disease with patent stents seen in prox rca and prox lad, mid and distal lad. The only change noted was diagonal branch across the lad is now occluded which had timi flow 2 previously. The interventional cardiologist thought it may be this diagonal because the patient was experiencing heart failure sequel of coronary artery disease. The plan was to continue to diuresis aggressively and if the patient does not meet his diuresis goal then plan was to treat it with bumex drip and continue to treat the patient medically. The event was considered to be resolved without residual effects.

Event description:
It was further reported that in (B)(6) 2012, the patient presented with a myocardial infarction. Coronary angiography reported that patent stents were seen in proximal right coronary artery, proximal left anterior descending (lad), mid left anterior descending and distal left anterior descending artery. The only change noted was that the diagonal branch across the prox lad stent was occluded which had timi flow 2 previously. Target vessel re-intervention was performed. The patient presented with exacerbation of congestive heart failure and was hospitalized.

Manufacturer narrative:
Brand name corrected from ion paclitaxel-eluting platinum chromium coronary stent system to taxus express 2. Upn search corrected from unk692 - ion - cmc - (B)(4) (intervent cardio) - 30000 to h7493897016300 - taxus exp2- 8.8pct (mrus) - 3.00x16mm - 38970-1630. Upn corrected from unk692 to h7493897016300. PMA # or 510k # corrected from p10023 to p030025. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).